Manufacturer narrative:
The investigation was just started, the result will be forwarded in a follow up report.

Event description:
It was reported that at around 9.38 p.m., the anaesthesia machine failed during an emergency procedure with heart lung machine involvement in hch operating room 2. "Ventilator failure" ... Changeover of the anesthesia machine to manuel mode without problems and subsequent start-up of another ventilator in order to continue mechanical ventilation. No injury reported.

Manufacturer narrative:
For the investigation the logfile was analysed. It was found that the system test was completed successfully before and after the event. The device detected during operation implausible values when comparing the signals for inspiratory and expiratory pressure, while it can be excluded that this was due to defective sensors. The difference between the inspiration pressure is more than three times as large as the pressure in the expiration. The device posted the corresponding "airway pressure high" alarms. In the consequence the device switched off the automatic ventilator for safety measures which was accompanied by the corresponding ¿ventilator failure¿ alarm. Manual ventilation remained possible. Possible reason for such an implausible pressure is a sporadic high resistance in the hose system due to sqeezed hoses, patient activity or respositioning the patient. However it was not possible to determine the root cause more precisely. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that at around 9.38 p.m., the anaesthesia machine failed during an emergency procedure with heart lung machine involvement in hch operating room 2. "Ventilator failure" ... Changeover of the anesthesia machine to manuel mode without problems and subsequent start-up of another ventilator in order to continue mechanical ventilation. No injury reported.